Event description:
Reportedly, on (B)(6) 2012 (2 days post implantation), inappropriate shock was delivered on a supra-ventricular tachycardia detected in the vf zone. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that twas manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.